Event description:
It was reported by the customer that post-op a laparoscopic adjustable band procedure, the patient reported not having restriction after several fills. The patient decided to see a different doctor. A fill was done under fluoroscopy and she felt no pain during the process, but when the doctor went to extract fluid, there was none. The doctor scheduled a procedure to explore the problem. The tubing had a hole in it and was also split. There was blood in the fluid when extracted, and there was tissue growing inside the tubing towards the port side. The surgeon cut off the damaged tubing and reconnected the port. The patient now reports restriction.

Manufacturer narrative:
Date sent: 10/21/2009. Information is unavailable; device was not returned for evaluation. Device remains implanted.